Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the cause of the issue was due to the handswitch. The handswitch was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service no parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, early termination of the 3d scan on the imaging system occurred. The system stopped the spin and noted error, "early termination of 3d scan has occurred." There was no patient present when this issue was observed.